Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was received in two sections as a result of a break in the hypotube. The break was located approximately 31.5cm distal to the strain relief. Both sections of the hypotube break were severely kinked at various locations along its length. A kink was also present in the midshaft approximately 1.8cm proximal to the port. An examination of the balloon found that the balloon was partially inflated with solidified contrast media and was not refolded. A detailed microscopic examination of the break site found that the break appeared to have occurred as a result of a severe kink that developed in the hypotube. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
Reportability changed based on product analysis completed on (B)(6) 2010. It was reported that during a percutaneous coronary interventional procedure, crossing difficulties were encountered. The lesion was located in a left circumflex (lcx) coronary artery. A 1.5 x 20mm apex push monorail balloon catheter was used to attempt the crossing of the lcx artery without success. A 1.5 x 15mm apex over-the-wire balloon catheter was attempted also, without success. Finally, a non-bsc balloon crossed successfully and was used to complete the procedure. No patient complications occurred. The patient status was satisfactory. Analysis of the returned 1.5mm x 20mm apex push monorail balloon catheter discovered the hypotube was broken into two separate pieces.